Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced power loss and replace battery now alarm. Customer's blood glucose value was 338 mg/dl. The customer stated that he had a battery failure in the middle of the night. The customer stated that he did not hear an alarm for long enough or loud enough to wake up and change the battery. The insulin pump will not be returned for analysis.